Manufacturer narrative:
(B)(4). Approximate age of device: 3 months, and 10 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted with a left ventricular assist device (lvad). It was reported that, on an unspecified date, the patient suffered from melena while at home. The patient was admitted to the hospital and a gastroscopy was performed but no active bleeding was seen. The patient was transferred to the intensive care unit for an unspecified reason and was intubated. While in the ICU, the patient was diagnosed with sepsis and required inotropic support. A cause for the sepsis was not reported. Unspecified antibiotic therapy was administered; however, the patient did not respond to the antibiotics. The patient's condition deteriorated and after unsuccessful resuscitation attempts, the patient expired and the pump was turned off. The pump was not explanted. The patient outcome was reported as not device or therapy related. No further information was provided.

Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported sepsis and melena could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.